Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a dialysis catheter placement, the cuffs allegedly appeared papery with no fibrosis. It was further reported that catheter was allegedly came out from spontaneously. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation and one photo was provided for review. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. Under microscopic observation, fiber disturbance was noted throughout the matted tissue cuff. However the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the cuffs allegedly appeared papery with no fibrosis. It was further reported that catheter was allegedly came out from spontaneously. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the cuffs allegedly appeared papery with no fibrosis. It was further reported that catheter was allegedly came out from spontaneously. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation and one photo was provided for review. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. Under microscopic observation, fiber disturbance was noted throughout the matted tissue cuff. The tissue cuff was noted to be moved from the catheter insertion site. Therefore the investigation is confirmed for the reported loosening of implant and expulsion issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.